Event description:
During the atrial fibrillation procedure, the catheter separated at the joint. While performing pre mapping, the catheter did not return to its normal shape. It was decided to remove the catheter from the patient, but it did not withdraw smoothly from the sheath. When stronger force was applied to remove it, the tip of the catheter fractured at the joint. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.